Manufacturer narrative:
Of the 10 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to moisture in the pump. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranges from 5-63 years of age and between 72 and 275 pounds. Of the reported patients, 8 were male, 2 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 2 instances of blank screen with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.